Event description:
Overdelivery reported: the pump was programmed to deliver tpn at 85ml/hr continuously. There was 2500 ml total volume in the fluid container. The infusion was completed 5 hours ahead of scheduled completion time. The physician was notified, but no orders were given. No adverse effects were noted. No additional info is available.